Manufacturer narrative:
(B)(4). Report # 1525712-2013-00067 indicting the FDA registration number as 1525712 - invacare taylor street. The correct FDA registration number is 1031452 - invacare (B)(4).

Event description:
A report has been received reporting the footmotor. It was reported that when the user raises it the bed does not stay up, and when user lowers it, it continues to go down and it will not stay. No injury.